Event description:
Complainant alleged that during biomed testing, the device was unable to obtain ECG signal via multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.